Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. Philips field service engineer (fse) confirmed the reported issue and determined the touchscreen needs calibration. The fse calibrated the touchscreen and returned the unit to service.

Event description:
The customer reported that the screen needs calibration and the touchscreen was "off". There was no patient or user harm reported. The event date was not specified; estimate used.